Event description:
This ra lead was implanted on (B)(6) 2003 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that patient was referred for atrial laser lead extraction. Caller was not convinced that this patient had a lead issue and thinks it looks more like electrical interference. It was also stated that the main recommendation is to turn off recommended replacement time which will remove the 50 ms signal that was oversensed on the ra lead. There was also 1 out of range ra impedance so it did not behave like a true ra fracture. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).